Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The manufacturer¿s international service technician checked the unit overall, cleaned, and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the "high inspiratory pressure" alarm occurred. The customer reported that the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.